Manufacturer narrative:
The insulin pump received with broken off end cap, protruded loose drive support disk, minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 497 mg/dl. The customer was treated with injection. The customer reprorted damaged to the drive support cap and it is sticking out. The customer was advised to disconnect from the insulin pump. The customer was advised to treat as per health care provider instructions. The patient was advised that the insulin pump need to be replaced and follow their medically prescribed back up plan.